Event description:
It was reported that during testing conducted at the user facility, the device was determined to be overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.